Event description:
Reportedly, the device was placed on tissue, the trigger was pulled all the way back. When it was removed, it cut tissue but did not staple, staples did not fire. Excessive bleeding occurred. Colostomy had to be performed due to there not being enough tissue to be cut. Surgeon tried to sew but feared leaking would occur. Or time was extended approximately 30 minutes to 1 hour. Sex: male. Procedure: colon resection.